Event description:
It was reported that there was a change in therapy effect. The patient has been seen their physician because they had an increase in pain. The patient had heard the pump alarming but it had stopped and then the patient started hearing the pump alarming on the day of report every hour. The physician told the patient that an elective replacement indicator (eri) had occurred on (B)(6) 2014 and the pump was reading replace by (B)(6) 2014. The logs indicated updated had occurred on ¿(B)(6).¿ it was noted that the physician had interrogated the pump and it still said it was infusion. The pump was infusing clonidine and dilaudid. Additional information later reported that the cause for increased pain was not determined. All interrogation was normal. The patient had been receiving effective therapy. It was noted that the pump was going to be replaced on friday ((B)(6) 2014) as previously planned.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).